Event description:
It was reported that, the physician called during an onsite follow up as the pacemaker system exhibited out of range pace impedance measurement for the right ventricular (rv) lead. The rv pace impedance showed and increasing trend from 1500 ohms 1 year ago, to current values around 2500 ohm. All the other tests and measurements were within normal ranges. There was no information about the right atrial (ra) lead and rv leads (no model, no serial, no manufacturer, no date). The physician performed provocative maneuvers, and noise was reproducible with some movements causing muscular contraction. Some recorded v events showed noise oversensing. The patient did not report any fall, accident or trauma that might have caused system damage. Since the patient is not dependent the physician decided to set a close additional onsite follow-up to evaluate x ray for anticipated system replacement. This pacemaker remains in service. No adverse patient effects were reported.